Manufacturer narrative:
A ge oec svc rep investigated the issue and evidence of tube arcing. The x-ray tube was replaced. It was also noted that the users were not properly disconnecting the system and as a result the interconnect cable and backplane were replaced as well. The dicom issue was facility related. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed low ma errors. Also dicom issue.